Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The explant date was provided with return of the device. The device was explanted on (B)(6) 2020. 2. Is other serious- uncheck. 2. Is required intervention- check. Reason for device explant and/or reoperation: chest injury/rupture/capsular contracture. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on february 10, 2021. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior extending to the posterior view consistent with a crease/fold. Leak testing was performed according to mentor procedures, and it revealed two tears on the anterior view measuring less than 0.1cm. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 30, 2021. In addition to the right sided issues reported initially, the patient also experienced left sided baker grade iii capsular contracture. The right sided capsular contracture was also baker grade iii. Bilateral prosthesis replacement with 350cc mentor gel smooth high profile implants was performed with explant. This report relates to the right prosthesis. See 1645337-2021-05740 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant experienced suspected right sided rupture and capsular contracture (baker grade unknown) post procedure. There was a fold just under the skin and the issues could be identified through a physical examination. The issue is suspected to have been possible caused by a heavy object hitting the implant while carrying it. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.